Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as an itchy rash. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied an anti-itch cream for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.